Event description:
It was reported that the rod broke and left l5 screw was loose in pedicle. Non-union l5-s1. All hardware removed. Pt infused with mastergraft laid down for posterior lateral fusion.